Event description:
Hcp called and reported that the pt's pump had been programmed wrong for one year. The pt's pump programming stated dilaudid 10mg/dl with a dose of 2.3 mg/day. The actual medication in the pump was dilaudid 25 mg/dl and the pt had been receiving a total of 5.75 mg/day. The hcp stated the pt is ok since being on the above dose. Per hcp request, technical services helped program the pump to maintain the current dose while correcting the drug concentration. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.